Event description:
Complaint rec'd reporting leakage issue with use of one (1) 46103-68, safeset transpac IV monitoring kit. It was reported that the 46103-68 kits luer activated valve "..blue split septum became lodged in a compressed position inside lav. A slip-tip vacutainer was used for blood draw. Blood leaked from lav after slip-tip was removed". There were no reported adverse pt/operator consequences. Although requested, the involved device was not returned for analysis and confirmation.

Manufacturer narrative:
A review of the complaint database for similar complaints did identify add'l reports. A review of those reports/device return investigations recorded mixed results including no defect found; usage; cannot determine; MFR/design. Conclusion: the involved devices were not returned for analysis and investigation. Exact cause(s) of the reported incident remains unknown. Although not always repeatable, previous engineering analysis of these valve components have shown recessed/leakage condition can potentially occur if the valve component is activated with a long luer or a luer with sharp edges at an angle entry. For optimal performance, it is recommended to use connector devices that comply with (B)(4). And techniques that employ a rotational motion while connecting and disconnecting the mating device to the valve. Ensure that the central axis of the connector and valve are inline with each other when connecting and disconnecting and not at an angle.